Manufacturer narrative:
Please note correction to d9 (product available to stryker). The reported event could not be confirmed since the affected device was not returned, and no evidence was provided for evaluation. That batch record could not be reviewed because the affected device was not returned and the lot number communicated was incorrect. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available to confirm and determine the exact root cause of the issue. However, it must be noted that the reported drill belongs to the t2 alpha family while as per the event description and the drill was used for the gamma3 nail implantation, which is an unapproved use. The IFU clearly warns the user the following: only use an instrument for its intended purpose. Improper use of instruments may lead to loss in function or usage. If the device is returned or in any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "it was reported that while the surgeon was drilling a distal screw hole in the gamma nail, the 4.2 mm drill bit broke off inside the hole. The surgeon was unable to retrieve the broken drill bit piece and chose to leave it inside the gamma nail hole. An x-ray was taken and the surgeon stated that the broken drill bit piece are quite stacked and would not be able to migrate.".

Event description:
As reported: "it was reported that while the surgeon was drilling a distal screw hole in the gamma nail, the 4.2 mm drill bit broke off inside the hole. The surgeon was unable to retrieve the broken drill bit piece and chose to leave it inside the gamma nail hole. An x-ray was taken and the surgeon stated that the broken drill bit piece are quite stacked and would not be able to migrate.".

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.